Event description:
A malfunction was reported on the pump by the caller. There was no information available about any adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again, which the caller acknowledged and understood.